Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Territory manager stated she has gone over the procedure for correct filling of the balloon with the staff. Multiple attempts were made to obtain further info regarding this complaint issue on: (B)(4) 2014 - left voicemail message regarding how many products were used, how much water was instilled, and any additional info. On (B)(4) 2014 - outbound call where five attempts made to contact complainant. Contacted territory manager; no other contact number provided. On (B)(4) 2014 outbound call placed, left message. There is no additional info to offer. Phone calls were not returned. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the balloon does not fill adequately which leads to stool leaking, and the staff have used several fms devices over a period of time in which there appears to be a faulty filling system resulting in stool leakage.